Event description:
The procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the mid circumflex (mcx) artery. Using a femoral access site, pre-dilatation was performed with a 2.0x15 mm balloon catheter. Then a second dilatation was performed with a 2.5x15 mm balloon catheter, reducing the stenosis to less than 40%. When the 2.5x28 mm device was attempted to be placed in the target lesion, it failed to cross and the shaft separated proximally. The device was replaced with the same size device which was implanted in the stenosis. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, information was received in which the procedure was done using a radial access site; not femoral. Also, a same size device was not used to complete the procedure; two non-abbott stents were used. No additional information was provided.